Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings:a review of the alarm history indicated call service alarm codes 012, 052, and 054 had occurred. The pump powered on normally to a clear, legible display. The complaint of a blank display could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and there was moisture/corrosion in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 04/22/2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.